Manufacturer narrative:
Patient identifier not available from the site. No parts have been received by the manufacturer. Event problem and evaluation: on (B)(6) 2016, a medtronic representative went to the site to test the equipment, but was unable to replicate the reported issue. The user reported a persistent beeping sound coming from the imaging system upon boot, with generator not achieving ready status on pendant. During testing, the system generator booted without issue. Internal atp/ ht controller connections verified. All generator components appeared normal upon visual inspection. The mechanical test, imaging test and safety inspection all passed; system performed as intended.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system would not take 2d or 3d exposures. Upon re-booting the system, it began making a beeping noise and the generator would not boot fully. The surgeon opted to complete the procedure without the use of the imaging system; an alternate medtronic imaging system was used instead. There was a reported 10-minute delay to the procedure of due to this issue. There was no impact on patient outcome.